Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -9.5/1.0/080 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens had tore during injection/delivery into the patient's eye. Intraoperatively the lens was removed with no patient injury. On (B)(6) 2022 a replacement lens of the same length was implanted at 54 degrees clockwise and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).